Event description:
Complainant alleged that during biomed testing, when the pacer ppm was set to 140 the measured output was only 70. Complainant indicated that there was no pt involvement in the reported malfunction.